Event description:
It was reported that there was a loss of therapeutic effect. There was stimulation in the wrong location. The manufacturer representative (rep) was with the patient the day of the report checking the system. The rep noted that contacts 2, 3, and 4 were showing greater than 10,000 ohms. The patient did not get any stimulation on the left side. The rep tried all the other contacts and the patient felt stimulation in the ribs no matter where the rep programmed the lead. When the patient fell they followed up with the healthcare provider (hcp) and they took x-rays. The rep guessed that they were looking for structural issues and not the lead itself. The rep was going to review with the hcp to take x-rays and look at the position of the lead and to see if they could see a break in the lead. The event or symptoms occurred following a fall. The patient fell flat on their back but never followed up with the hcp. Compatibility guidelines were requested for walker aid from hanger for drop foot. The patient was receiving less than 50 percent pain relief and coverage. This was probably caused from the 4-5 foot fall form a ladder and landing on their back in (B)(6) 2014. The patient did get x-rays at the time of the fall but the rep did not believe anybody addressed the lead placement or if there was a visible lead fracture at that time. The hcp had ordered new x-rays to evaluate the lead placement. The rep would see the hcp on (B)(6) and would see if there was any new information. There was no further information at that time. Information regarding if there was a lead fracture and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that there was not a 50 percent or greater symptom reduction. The lead was the component involved in the event. Since the fall at work on (B)(6) 2015, the patient had been unable to get coverage of their left lower extremity. Troubleshooting that was done to provide insight to the issue was an x-ray and reprogramming twice. They met with the manufacturer representative's or troubleshooting. The event cause was determined and it was unknown if it was device related. There was a possible lead fracture. The patient had not recovered and the symptoms/issue was ongoing.